Manufacturer narrative:
(B)(4). The carefusion field service engineer (fse) went on-site to evaluate the suspect device. The fse confirmed the customer's reported issue with the events log indicating persistent transducer faults. The fse replaced the main printed circuit board assembly and performed the user verification test/operational verification procedure. After replacing the suspect component, the fse reported the unit operates within factory specifications. The suspect component was issued a return goods authorization for further evaluation. Once a final investigation is completed, a supplemental report will be included.

Event description:
The customer reported while using the vela ventilator; multiple transducer faults have occurred. The issue occurred during patient use, the customer reported the suspect device was switched out with another working unit. The customer reported no patient consequence is associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly (pcba) for investigation. An investigation was performed and identified the root cause of the reported issue was due to degraded transducer within the assembly (pt 802). This issue will be internally investigated within carefusion.